Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the visual inspection of the returned part has shown no scratches, wear marks or obvious damages. The part is all in all in good condition. Functional test: a functional test was performed and has shown that the drill sleeve (03.122.054) could be inserted without any problems into the outer sleeve (03.122.053) up to the millings on top of the outer sleeve. A further movement is not possible without apply a lot of force as the outer sleeve is damaged. Drawing/specification review: as the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection review is needed. Summary: the visual inspection of the returned part has shown no scratches, wear marks or obvious damages. The part is all in all in good condition. A functional test was performed and has shown that the drill sleeve (03.122.054) could be inserted without any problems into the outer sleeve (03.122.053) up to the millings on top of the outer sleeve. A further movement is not possible without apply a lot of force as the outer sleeve is damaged. The complaint is disposed as confirmed due to evidence that the drill sleeve could not be completely inserted into the outer sleeve. But since the tip section of the outer sleeve is damaged we determine that this damage has let to the reported problem. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot. Part: 03.122.054 . Lot: l586894. Manufacturing site:(B)(4). Release to warehouse date: 30.oct.2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, it was noted that the outer sleeve, drill sleeve, and centering sleeve for kirschner wire (k-wire) were too tight to dismantle under operation. When the surgeon is about to remove the inner sleeve for k-wire and ready for dilling, all the sleeves will come out because they are too tight. Issue occurred during an unknown surgical procedure and device inspection. This report is for one (1) drill sleeve this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, it was noted that the outer sleeve, drill sleeve, and centering sleeve for kirschner wire (k-wire) were too tight to dismantle under operation. When the surgeon is about to remove the inner sleeve for k-wire and ready for dilling, all the sleeves will come out because they are too tight. It is not known if there was patient or surgical involvement. This report is for one (1) drill sleeve. This is report 2 of 3 for pc-(B)(4).